Manufacturer narrative:
Updated data: b3, b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the complete heart block first occurred during the implant procedure rather than an onset 2 days following the procedure. Resolution occurred on the date of the permanent pacemaker implant.

Event description:
It was reported, two days following the implant of this transcatheter aortic bioprosthetic valve, first degree atrio-ventricular block (avb) was identified. Subsequently, a permanent pacemaker was implanted due to complete heart block (chb). Medication was administered and prolonged hospitalization was required. The chb resolved on the day of onset. Per the physician, the event was not due to the valve nor the delivery catheter system but was possibly related to the valve implant procedure. No additional patient complications were reported as a result of this event. Additional information received indicated that first degree avb was also a baseline condition. The discharge transthoracic echocardiogram noted a peak aortic transvalvular gradient of 12 millimeters of mercury (mm hg) and a mean aortic transvalvular gradient of 7 mm hg. Mild periprosthetic insufficiency and mild posterior intra-prosthetic aortic valve insufficiency were observed. No treatment reported for the valve insufficiencies. The patient was discharged five days following the valve implant. Additional information received indicated that the chb first occurred during the implant procedure rather than an onset two days following the procedure. Resolution occurred on the date of the permanent pacemaker implant. Additional information was received to clarify the chb resolved with sequelae.

Manufacturer narrative:
Updated data: b5. A fourth paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: a2, a4, b5, b6, b7, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that first degree atrioventricular block was also a baseline condition. The discharge tran sthoracic echocardiogram (tte) noted a peak aortic transvalvular gradient of 12 millimeters of mercury (mm hg) and a mean aortic transvalvular gradient of 7 mmhg. Mild periprosthetic insufficiency and mildposterior intraprosthetic aortic valve insufficiency were observed. No treatment reported for the valve insufficiencies. The patient was discharged 5 days following the valve implant.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-2329; product lot/serial number (B)(6); product type: delivery catheter system; implant date na; explant date na product ID l-evprop2329us; product lot/serial number (B)(6); product type: compression loading system; implant date na; explant date na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two days following the implant of this transcatheter aortic bioprosthetic valve, first degree atrio-ventricular block (avb) was identified. Subsequently, a permanent pacemaker was implanted due to complete heart block (chb). Medication was administered and prolonged hospitalization was required. The chb resolved on the day of onset. Per the physician, the event was not due to the valve nor the delivery catheter system (dcs) but was possibly related to the valve implant procedure. No additional patient complications were reported as a result of this event.